Event description:
It was reported that the patient deceased post the attempted implant procedure. There is no allegation from a health care professional that suggests that the death was device related.